Event description:
According to the reporter, during a laparoscopic low anterior resection procedure, the device was unable to fire and the physician was unable to squeeze the handle. The tissue was held in jaws then the device could not be fired completely. The stapler did not lock on the tissue. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.